Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump was self-rebooting. The patient reported that the alleged issue started on the afternoon of (B)(6) 2012 after he had disconnected from pump to change out pump supplies. The patient stated after changing out the pump's battery, the pump continued to reboot. The patient stated he did not re-connect to the pump due to the power issue, but also reported that he did not place himself on a back-up plan either. At the time of the call, the patient confirmed he had not had any source of insulin since 2pm the day prior. The patient denied developing symptoms; however, reported that on the morning of (B)(6) 2012, his blood glucose meter registered a blood glucose reading in the 500 mg/dl range (exact result not recalled). The patient informed customer support that he did not treat himself or receive treatment for the high bg. At the time of troubleshooting, the patient informed customer support that the yellow o-ring for the battery cap was visible. The patient stated he uses his finger and finger nail only to tighten the battery cap. Customer support educated the patient on recommended manner to tighten battery cap. Customer support noted that the power issue was resolved after the patient secured battery cap to pump as recommended. This complaint is being reported because the patient reportedly obtained a blood glucose greater than 500 mg/dl while on insulin pump therapy. The alleged hyperglycemia can be attributed to use error, since troubleshooting revealed that the patient was not securing the battery cap to the pump as recommended in the instructions for use.

Manufacturer narrative:
(B)(4): no defect was found. Testing was unable to duplicate the alleged power complaint during the investigation. No issues when attaching the returned battery cap to the pump, yellow o ring is not visible. Exercised pump for 24 hours on a 1 unit per hour basal program with the returned battery cap; no power issues occurred during this time. No unexplained power on resets observed in the black box. No alarms related to the compliant are in the alarm history. The returned battery cap and the battery compartment were found to be damage free. The battery cap height and width were within specifications. A battery cap functional test was performed; no battery cap connection defects were observed. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.